Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not received stimulation coverage to the right leg since the implant, as the stimulation to the left has been so strong sh cannot perceive it on the right. It was reported the lead had not moved, but the x-ray showed the lead placed more to the left side and crossing midline. It was reported the physician had placed the lead in the present position due to scar tissue. It was reported the pt wanted to undergo surgical intervention at a future date to address the issue.